Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A site director reported a patient who experienced a flap issue following lasik flap creation. Additional information received; the site reports having sticky flaps recurrently most often when operating on right eyes but has recently started happening on left eyes as well. The reporter stated that both the bed and side cut at the six to nine o`clock area. The physician is sometimes required to use a blade on the side cut. Further information received including identifiers, this file represents the right eye of patient ac.

Manufacturer narrative:
A logfile review of the treatment day shows during start-up of the system the vacuum, the energy were performed without problem. The logfile review shows the user also performed ablation check at system start-up, according to the photo of ablation test in logfile the test result was out of the required tolerance because the last complete bar is outside the target area. According to user manual the user must repeat the ablation check until the result within specification(the bar is inside of the target area), but the user confirmed the ablation check result which is out of specification and performed the surgery without repeat ablation check. Using of the unallowable ablation check result could be the possible root cause for the reported event. The reason for the bad ablation check result could not be identified during logfile review. During an onsite visit the fse (field service engineer) was able to confirm test cuts were out of specifications. To fix this issue fse replaced laserhead, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a worn laser-head, articulated arm and f-theta lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).